Event description:
Provider states, the unit is alarming. Per independent repair center statement, the unit was alarming or red light. The key failure was the leaking manifold. Additional malfunctions were the zip tie for the sieve beds were replaced, the inlet filter which was dirty, the zip tie for the manifold being replaced and the hose clamp for the manifold being replaced.